Manufacturer narrative:
E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-24745 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.1 correction should have been selected on the first follow up manufacturer device report number 1220648-2024-24745.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Event description:
The complainant reported that they encountered delivery issues as the impella could not be fully inserted due to vessel size being insufficient. The vessel was sized by vascular ultrasound at 6mm inner to inner diameter. However, during the operation, the vessel was exposed and found to be much smaller. The 10mm woven graft was anastomosed to the axillary artery with a 60 degree bevel. A 5fr angled pigtail catheter was advanced to the left ventricle over a standard j wire. The j wire was exchanged for a 0.018¿ impella wire. The wire did not provide enough support and a 0.018¿ glidewire advantage was attempted. Again, the tip of the impella became lodged in the axillary artery and would not advance. The physician elected to try an 0.035¿ glide advantage wire at this point and again exchanged the wire. This did not yield any different results. A 0.018¿ steelcore wire was then advanced to the left ventricle as a buddy wire. One last attempt was made to advance the impella and it was not successful. The wires and impella were then removed, the graft was trimmed and the incision was closed. The patient remained stable and no reported patient harm.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition related, the impella could not be fully inserted due to vessel size being insufficient as per the clinical description provided.